Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alert from the implantable cardioverter defibrillator. Upon interrogation it was revealed that the elective replacement indicator was triggered on (B)(6) 2019 and battery performance alert was detected on (B)(6) 2019. The device was explanted and replaced. The patient was stable.